Event description:
It was reported by the vad coordinator that the patient noted "battery switching." Log files showed critical battery alarm. The batteries were exchanged with no effect on the patient and the batteries were returned to the manufacturer.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. Two batteries ((B)(4)) were returned to heartware for further evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed during log file analysis which revealed multiple critical battery alarms and power switching events. However, analysis revealed that the batteries met specifications; both batteries passed visual inspection and functional testing. Applicable risk documentation and experience with similar events was considered; power switching and critical battery alarms involving screened batteries are most often attributed to a communication error between the controller and the batteries. There are no known clinical or user related contributing factors. The manufacturer has opened in internal investigation to further evaluate these issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. This is one of two reports (3007042319-2015-01612 and 2015-01613) submitted for devices related to the same event.